Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique, fever, chills, increased abdominal girth, and peritonitis in a patient coincident with dianeal pd2, unknown bag therapy. In (B)(6) 2009, the patient began treatment with dianeal pd2, unknown bag therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis due to the break in aseptic technique manifested by abdominal pain for 3 days, fever, chills, and increased abdominal girth. On the same day, the patient was hospitalized. It was not reported whether remedial therapy was rendered, if the patient was retrained in proper aseptic technique or if the events of fever, chills, or increased abdominal girth resolved. At the time of this report the event of peritonitis was ongoing and unchanged. It was not reported whether dianeal pd2 therapy was ongoing. Concomitant medications were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal pd2 therapy and did not provide a statement of causality for the events of fever, chills, and increased abdominal girth.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.